Event description:
It was reported that when the end user attempted to lie down on the bed, it moved away, causing the end user to fall. There were no reports of any serious injury or medical interventions required. It is not known if the brakes were applied or not. Furthermore, it is unknown which caster(s) did not hold. No further information at this time.